Event description:
The silverhawk was being used in the at and would not advance through the lesion. One small pass was made and it advanced a very small amount, but again it would not advance further distally. The physician chose to remove the device in order to predilate the vessel with a balloon. The sheath was in the distal sfa at this time and the device and wire became caught in the sheath. Attempts to remove the device from the sheath failed and the physician had to pull the sheath out of the body with the intent that the device and wire would come out with the sheath. At this time the device and wire remained in the common femoral artery. It was noticeable under fluoroscopy that the wire was severely kinked. Attempts were made to remove the device and wire as a whole from the body. Eventually the device came out but the wire remained. A 5f micropuncture was attempted to be inserted into the groin in order to attempt to push the wire forward so that a 7f sheath could be inserted to capture the wire. At this time the portion of the wire that was outside the body snapped off. There was no further attempt to retrieve the wire at this time and it was decided to have the patient transferred to the hospital for surgical removal of the wire. The wire was surgically removed the same day from the common femoral artery and the patient has fully recovered. The physician was present during the procedure and noted that a small piece of the silverhawk was also removed during surgery.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not available at this time. The instructions for use (IFU) advise, "if the catheter cannot be advanced across the lesion, it may be necessary to carefully remove the catheter and pre-dilate the lesion with a small diameter balloon angioplasty catheter."

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the catheter was examined visually and observed damage at the distal tip assembly. The damage includes the laser cut coil exposed through the torn distal tip assembly. The molded tapered nosecone and guidewire tubing are missing from this device, but the cutter remained intact. The returned guidewire had some segments with green coating that was non-existent and kinked. The most prominent damage was approximately 3 cm from the distal tip. Green material was found on distal tip assembly primarily at the location of the exposed coil.